Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: section 10: general condition, section 20: markings, section 80: check handpiece in ¿lock¿ mode, section 90: check general function with apd hand switch, section 100: check power with power test bench, section 110: check speed with tachometer, section 120: check for internal leak tightness, section 130: check for external leak tightness. During the service evaluation the following failures were identified: internal finding: corrosion/rusting/pitting, functional: device runs in locked position, functional: insufficient/low power, functional: leak - air, labeling: illegible etch, visual: component damaged. Conclusion: failure reported is confirmed.

Event description:
It was reported that during service and evaluation, it was determined that the air pen drive device ran in locked position. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025.